Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter that is occurring at night. Patient's mother stated that the loss of connection only occurs while patient is sleeping, and only with the receiver. She keeps the receiver with her at night, and their rooms are adjacent. Patient's mother kept the receiver in the patient's room the night of (B)(6) 2015 and no loss of signal occured. Patient's mother also inserted new sensor on upper buttocks that day as well. Patient's mother stated that she will continue to experiment and monitor when loss of connection occurs. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 01/11/2016 and could confirm the reported loss of connection. No additional patient or event information is available.